Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook had a frayed cable. There was no fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no fragments that fell into the patient using unspecified tests. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a derailed yaw cable at the distal end. Additionally, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst was consistent with the frayed cable but the image was too blurry so it could not be determined which cable was defective.